Manufacturer narrative:
A titan touch pump, cylinders 1 and 2, and reservoir were received for analysis. Abrasion was noted on all pump tubes. No functional abnormalities were noted with the pump. A separation within abrasion was noted on the exhaust tube of cylinder 1 near the tube/strain relief junction. This was a site of leakage. Partial separations within abrasion were noted on the exhaust tube of cylinder 1. This was not a site of leakage. No functional abnormalities were noted with cylinder 1. No functional abnormalities were noted with the reservoir. Based on examination of the returned product, it was concluded that while in-vivo all tubes of the pump had overlapped and abraded against one another. This positioning may have then contributed to the exhaust tubes of both cylinders abrading again the cylinder bladders. In combination with device usage over time, this positioning may have contributed to sufficient stress(s) to separate the exhaust tube of cylinder 2 near the tube/strain relief junction. A separation of this type could then allow the loss of fluid, making the device inoperable a review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Event description:
According to the available information this inflatable penile prosthesis was implanted on (B)(6) 2018 and removed/replaced on (B)(6) 2021. No reason for revision was received.